Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related MFR number: (B)(4). It was reported that the patient had a driveline power fault alarm. The patient went to the clinic immediately after and had their log files downloaded. The alarm was cleared but returned immediately. A review of the log files revealed a driveline power fault alarm on (B)(6) 2022 at 1329 due to a broken power b line indicator. The event file captured 135 emergency backup battery (ebb) usage events. The controller and modular cable were exchanged on (B)(6) 2022; the alarm resolved after the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of an increase in emergency backup battery usage was confirmed via log file analysis. A review of the log files contained data spanning approximately 11 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). On (B)(6) 2022 at 7:57:27 and (B)(6) 2022 at 8:56:57, the backup battery use count increased by 1 making the total use count 135. This indicates that the controller lost external power but the backup battery provided power without issue until external power was restored. The periodic log file captures events at designated intervals and so the onset of the loss of power was not recorded. No other notable alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was exchanged following driveline power fault alarms. Per the provided information the system controller was not returning. The site reported the alarms resolved following the controller and modular cable exchange. The driveline power fault alarms have been addressed via modular cable investigation (MFR# 2916596-2022-15193). A root cause of the reported increase in backup battery usage was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ instructs the patient in how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.